Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2003: patient presented with the pre-op diagnosis: ankylosing spondylitis, t8-9 fracture dislocation. Patient underwent following procedures: t8 and t9 laminectomy, left transpedicular decompression, and foraminotomy; left t8-9 transforaminal thoracic interbody fusion with rhbmp-2/ acs autologous iliac crest bone graft and cage, t6-t12 posterolateral fusion with autologous iliac crest bone graft and rhbmp-2/ acs allograft and bone marrow aspirate, instrumentation with pedicle screws and rods. Per op-notes: ¿¿. An rhbmp-2 was rehydrated on the back table and a sponge packed with allograft and inserted into the disk space. A cage packed with autograft was then inserted in a tangential fashion. The remaining pedicles were then instrumented under lateral fluoroscopic guidance. Rods were contoured and cut. The posterolateral elements were thoroughly decorticated. The remaining bmp was wrapped around autologous iliac crest bone graft and placed across spanning the defect laterally from t8- t9. Posterolateral fusion was then performed from t6- t12 with local allograft, the remaining autologous iliac crest bone graft, and allograft. Rods were then top-loaded then subscrews were tightened. A single crosslink was applied. The wound was closed in layers with absorbable suture. The skin was closed with staples.¿ no patient complications were reported as a result of the event. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.